Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-07424, 1627487-2019-07422, and 1627487-2019-07421. It was reported the patient underwent surgical intervention due to remnants of the leads left. During the procedure, the physician was able to remove remnants of lead.

Event description:
Related manufacturer reference# 1627487-2019-07424, 1627487-2019-07422, & 1627487-2019-07421.